Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29xlx serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: explanted: product type lead h.6 codes updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was due to have an MRI on their spine hence the original concern. An x-ray was performed and showed no part of the old lead was left in the patient. The cause of the outer casing breaking/insulator broke was said to by most likely due to the pressure applied by the surgeon on the lead initially, as it was gripped above the tines. As the outer casing started to break away they stopped and was able to get a grip around the tines to pull the lead out. The issue was confirmed resolved and based on the x-ray and that the lead did look intact despite the outer casing partly coming away they were happy to proceed with the MRI, which went ahead without a problem and the patient has now had their subsequent spinal surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the healthcare professional removed the lead while doing a battery change as the patient is due to have spinal surgery and will probably need to have an MRI. During the removal of the lead the outer casing split but did appear all tines and electrodes were present, and wires remained unbroken. The surgeon did remove the lead. It was said that the surgeon had originally clamped the lead in that area as they began to extract the lead. As it began to withdraw the insulator broke. It had come out enough to then clamp around the tined and the was able to get the lead out. As for the proximal end the surgeon cut the lead around 2-3 cm shor of where it had entered the header of the ins as the whole system was being replaced. Lateral x-rays were done during the procedure of implant the new lead and on the image a foreign object was seen in line with the sacrum that was similar in size and shape to an individual electrode. The rep said as they were unable to do an ap they were unable to see where the foreign object was in related to where the old lead was removed. The healthcare professional is going to arrange an ap -ray prior to switching on and programming the newly implanted device to see where the foreign object is located in relation to the site of the old lead and would be done on december 3rd. It was reported that the removal of the lead was not due to a problem with the lead.